Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they have been experiencing issues with the needle that was provided in the clint trays. The needle was coring the rubber stoppers and contaminating the syringe/vials. There was no patient involvement, and no patient harm/adverse event reported.